Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 2.1 mmol/l with no symptoms related to hypoglycemia. The reporter alleged that the patient received treatment of intravenous glucose and food/drink. The patient had remained on the pump at the time of the call. The reporter stated that the up and down buttons had been under responsive, resulting in an over delivery of insulin. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of tactile changes to the keypad.